Manufacturer narrative:
(B)(4). Unknown date in 2001. Concomitant medical products - unknown head, unknown liner, unknown shell. It is unknown if the device is returning for analysis; however, once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that patient is indicated for a potential revision due to periprosthetic fracture approximately sixteen years post implantation. The revision has not yet been scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.